Event description:
The reporter contacted animas on 05/13/2013 alleging the time and date on the pump and the meter remote were incorrect and had changed on its own overnight. The displayed date was (B)(6) 2013; it should have been (B)(6) 2013. The reporter confirmed having to change the battery the prior week, however, denied needing to change the date or the time. During the call, the date on the pump was corrected and when the meter paired with the pump, the date on the meter was also correct. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue of the date on the pump and meter changing on its own remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/28/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/01/2013 with the following findings: evaluation revealed that the time and date was holding. There was no defect found.